Event description:
It was reported by service report that the fowler cylinder and hardware were missing. The fowler was unable to be raised and lowered and it could not hold position under weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler cylinder.